Event description:
Customer reported via phone call that they fell on their insulin pump. Customer states that the blood glucose readings are over 134 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. The insulin pump was unable to perform the displacement test due to missing segments. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, reservoir tube window cracked, reservoir tube cracked, and missing end cap sticker.